Event description:
The customer reported that the system displayed a checksum error message and would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram memory and the technique processor boards. The system operates as intended.